Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an investigation of the reported failure of one device. During the firing cycle of the endo gia ultra universal short stapler, several skips were audible in the firing stroke. Visual examination of the roticulator loading unit noted that it was partially fired. Staple pushers were visible at the 4cm cut line indicating the point where the handle compression had stopped. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: during the whipple procedure, the device did not fire. There was no patient injury or adverse events reported.